Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One still image was received for analysis. The image shows deformation to the distal end of the wire. It is unclear whether there is any other deformation to the mid and proximal end of the wire. Device returned coiled up in stapled inner pouch. Lot#: g19a04110 on pouch. One cougar guidewire was received for analysis. The resolute onyx device used during the procedure was not returned. Stretched coils were evident near the distal hypotube bond. Bunched up coils were seen at the first joint, and in areas near the first joint. No damage noted to the distal tip or tip ball. All joints appeared intact. No portion of the wire is broken or missing. No kink was noted on the wire. Measurements taken on the wire were met specification of 0.014¿ maximum at joints, along spring, coated core wire, and hypotube. If information is provided in the future, a supplemental report will be issued.

Event description:
One str hydro model cougar guide wire was used during a procedure to treat a lesion in a moderately tortuous distal left anterior descending (lad) artery. The lesion had 50-75% stenosis. There was no damage noted to the packaging. There was no issue noted when the device was removed from packaging. The device was inspected with no issues. The device was prepped per IFU. The wire tip was formed by the physician. The lesion was pre dilated with a 2.25 euphora balloon. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. One 2.25 x 26 resolute onyx drug eluting stent was deployed at 14 atm for 15 sec. The resolute onyx was inspected prior to use with no issues noted. Negative prep was preformed with no issues noted. When an attempt was made to remove the stent balloon, resistance was encountered. The stent balloon was then taken back up to 3 atm and dialed back down again, but still could not be removed. The cougar wire and the onyx stent balloon were removed together. When out side of the patient body force was used to removed the wire from the stent balloon and a kink was felt in the wire. Patient is alive with no injury.